Event description:
High thresholds and poor sensing was reported. The pace/sense portion of the lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
No follow-up was initiated with the user facility. The lead remains active, and no patient complications were reported.